Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 40 mg/dl. The customer reported that they were ¿busy and did not eat,¿ and was too ¿distracted¿ to address low bg which subsequently lead to the customer losing consciousness and "bumping head", no concussion sustained as per hcp. Emergency medical services (ems) were contacted and treated customer with intravenous fluids (IV) of glucose and glucose tabs and transported customer to emergency room (ER). Customer was treated with IV fluids of dextrose during ER stay which resolved the issue. Reportedly, the customer was released the same day with no permanent damage.